Manufacturer narrative:
(B)(4). Eval, results: (death), (antegrade insertion of device). Conclusions: (antegrade insertion of device).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 18 months ago. Vessel morphology was reported as an "elephant trunk" thoracic aorta, which involved the aneurysm. No other morphological info was available. It was reported that the pt had a large proximal type I endoleak, which extended along the proximal neck, due to disease progression. One month ago, the decision was made to implant a talent stent graft proximally to address the endoleak (see file #2953200-2011-00648). The chest was opened and the devices were deployed antegrade from the ascending thoracic aorta. The stent graft was implanted proximally and the endoleak was resolved. As the physician was closing the pt, there appeared to be a type iii endoleak between the junction of the original proximal main the newly implanted stent graft (see file #2953200-2011-00649). The physician reopened the pt and put another stent graft in and stated that the stent graft looked compressed. The decision was made to convert the pt to open repair (see file #2953200-2011-00650); however, the pt died during the procedure (see file #2953200-2011-00651).